Event description:
Dräger received an ufr in which the following was stated: "the anesthesia workstation suddenly malfunctioned and became unusable, necessitating immediate replacement with another anesthesia workstation." It was explicitly mentioned that the event did not lead to consequences for the patient.

Manufacturer narrative:
The hospital did not involve the local dräger s&s organization into any follow-up measures. Dräger contacted the user facility to obtain additional details and received the following information: the device was repaired by a third-party service provider and is back in use; details of the repair could not be provided. Further, it was reported to dräger that the workstation exhibited another ventilator failure earlier this year already whereupon the third-party service provider had replaced a certain pcb in the device. Dräger concludes the following: a ventilator failure condition is not necessarily related to component malfunction - the supervisor function of the device may force a shutdown of automatic ventilation as a response to various conditions to protect the patient from potentially hazardous output. The device design allows manual ventilation via the built-in breathing bag including gas dosage when automatic ventilation is unavailable, the monitoring functions remain functional as well. Hence, dräger does not agree with the user's statement that the device becomes unusable with a failure of automatic ventilation. Finally, dräger can neither confirm nor deny due to lack of information that a ventilator failure indeed has occurred. And even if so, it cannot be excluded that a causal connection to the previous repair ingress exists. Dräger cannot be held responsible for consequences that may result from third-party repairs - the risk mitigation measures embedded in the device design are effective for the product's useful life under consideration that preventive maintenance and repair is done according to the manufacturer's recommendations by authorized personnel.